Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm tubing defective / damaged the child was hospitalized in our hospital due to respiratory disease, the nurse followed the doctor's instruction to give intravenous indwelling needle puncture after blood collection, found that the indwelling needle near the heparin cap at the hose there is a break, resulting in blood leakage, and immediately replace the indwelling needle, resulting in the child again puncture, the nurse has the risk of infection.

Event description:
No additional information is available.

Manufacturer narrative:
1. The customer returned 1 video but did not return the defective sample. The video shows leakage at the extension tubing. 2. DHR/bhr review (lot#4258111): 1) the products of this batch were assembled at intima ii auto line 2 in oct 2024 and packaged at r240 & cfs package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the extension tubing batch used in this batch of products is 4264510. Review the raw material inspection records, no abnormalities. 3. 45psi leakage test the retained sample of this batch, the test is qualified, no leakage at the sample. 4. When the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged, causing leakage. Suggestion: clamp the extension tubing in the center of the pinch clamp. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. The returned video shows leakage at the extension tubing. Since the defective sample is not returned, the relevant tests cannot be carried out, and the use of the sample is unknown, so the root cause of the complained defects cannot be determined. The plant will continue to track and trend for this issue.